Event description:
The customer reported low blood glucoses. It was informed that the customer went to the ER and later admitted to the hosp due to hypoglycemia. Also it was mentioned that the customer was disconnected from the pump during the manual prime and was fine for few days. The insulin type and concentration were correct. The programming and histories on the pump were accurate. However, the time on the pump was off by forty-five mins, and a day off. Assisted the customer in decreasing the basal rates per dr request.